Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
The customer reported a faulty touchscreen. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 25nov2019. The field service engineer performed an evaluation and confirmed the reported problem. The field service engineer replaced the touchscreen and completed the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.